Manufacturer narrative:
The customer¿s experience of uncontrolled flow in the drip chamber was confirmed. Unregulated flow was observed on the returned primary administration set (model 2420-0007). The event disposable was evaluated and found to be out of specification. Rate accuracy testing performed shows the non-concentricity (between inside diameter (ID) and outside diameter (od) to have a direct impact on the rate accuracy performance. The root cause of uncontrolled flow in the drip chamber was an out of specification silicone tubing of the pumping segment of the event primary administration set.

Event description:
The customer reported that during an infusion of cyclosporine on the bone marrow transplant care area, pump module a was paused with the yellow light visible, however uncontrolled flow was observed in the drip chamber of the tubing. The nurse had to clamp the line to stop the flow. The cyclosporine was expected to infuse at 10.4 ml/hr with a dose of 1.97 mg/kg. Also infusing on pump module b was sodium chloride at 25 ml/hr. No patient harm was reported. The biomed initial inspection of the module revealed no anomalies, and there were no user reports of a door obstruction. Received a copy of the customer's cmdsnet program report from health canada which states, ¿new civi csa bag and line hung. Nurse noticed csa dripping faster than programmed rate after bag change. Nurse paused pump but the csa continued to run at the faster rate than previously running. Rn clamped tubing between pump and patient and the csa stopped running. No holes or cracks noted in the IV tubing''.